Event description:
On (B)(6) 2011 a pt contacted our firm and reported an "eye infection" os. The pt was given a pair of trial lenses and reports the left eye felt uncomfortable yet slept in the lenses overnight. On waking, (B)(6) 2011, the pt attempted to remove the lens and experienced decrease in vision, pain, photophobia and redness. The lens in question was discarded. The pt was taken to a hospital emergency department and was diagnosed with two corneal ulcers and iritis os. The pt was prescribed ciprofloxacin 0.3% q2h x10days and cyclopentolate 1% tid and referred to her/his primary care optometrist who examined her/him within 6 hrs of the ER visited and diagnosed a small superior paracentral ulcer os and 1+ cells in the anterior chamber. The pt was referred to an ophthalmologist. On (B)(6) 2011 pt saw ophthalmologist who confirmed diagnosis of corneal ulcer. Pt continued on medications from ER. On (B)(6) 2011 f/u visit. Os feels a litter better. Prescribed tobradex q2h. Continued cipro and cyclogel. "Os improved but still light sensitive." Va 20.25-2. Imp: healing keratitis. On (B)(6) 2011 f/u visit. Decreased light sensitivity. Va 20/25-2. "Temporal vision a little blurry." Diagram denotes small paracentral scar. "Healing keratitis" tobradex/ciloxan q4h. D/c cyclogel. If add'l info is rec'd, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No eval will be performed.